Manufacturer narrative:
Device not returned.

Event description:
It was reported that one cartridge leaked from the septum and one leaked at the pigtail connection while filling cartridge with insulin. Customer used another cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).